Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced hypoglycemia and states that he is having calibration errors on his sensor attached to his insulin pump. The patient's blood glucose at the time of the phone call was 104 mg/dl. Customer was helped with trouble shooting and found that the sensors needed to be replaced. A new sensor was shipped to the customer. No further information was provided.